Manufacturer narrative:
Concomitant medical products: dtmb2qq crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead and left ventricular (lv) lead exhibited high thresholds and could be losing capture at times. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.